Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 00:18:56 during night drain cycle two. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.